Event description:
Received report claiming while traversing out of doors while under power of the smart drive device, when attempting to disengage the drive motor via tapping gestures on the apple watch, the device reportedly continued to drive which forced the end-user to apply extra force on the handrims to stop. This forced the smartdrive unit to flip under the wheelchair which allowed the motor to turn off.

Manufacturer narrative:
Report claims while the end-user was under power with the smartdrive at a local mall, when he attempted to disengage the drive motor via a tapping motion on the apple watch, the motor reportedly continued to run which forced the end-user to grab the hand rims tightly in order to avoid collision. The smartdrive device reported to roll under the wheelchair which allowed the motor to disengage drive. The end-user reported they had switch controls attached, but when pressing the switch, the unit did not respond. Permobil italy inspected the smartdrive, watch, and switch controls and were unable to replicate any issues as described. All control devices operated normally after vigorous testing with the end-user. It was noted from the user that they had not received any training on the operation of the device when they received, and permobil provided instruction as to proper usage. As all components and devices were found fully operational, permobil is unable to reach a determination as to possible root cause for this event without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.